Manufacturer narrative:
(B)(4). To date the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that white foreign material was found on the optic of an intraocular lens (iol) following implant. The surgeon observed the patient's eye through the microscope after the iol implantation. The surgeon tried to remove the white material from the lens, but it was not removed. Additional information was received where it was learned that iol was not explanted and to date it remains implanted. Surgery photos were provided. The patient is reported doing fine. No further information provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed. Video captions of the procedure were provided and were evaluated. From the pictures, the customer's reported complaint for foreign material on the lens was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the operators conduct 100% visual inspection and cleaning of the lenses at 10x microscope magnification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.